Event description:
Foley catheter device intact [redacted date] a.m. Went to test device placed in bed. Post-test device taken off bed upon arrival from test to be placed on hook on bed. The top of the device snapped off of the collection cylinder causing urine to flood the bed. Manufacturer response for foley, foley (per site reporter).